Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing episodes due to electromagnetic interference from the patient's use of dr. (B)(6) therapy device. The patient was instructed to not use the device. The patient was asymptomatic and stable.